Event description:
Boston scientific received information that one day post implant, this right ventricular lead exhibited increased thresholds due to a suspected lead dislodgement. The lead was reprogrammed and remains implanted at this time. No adverse patient effects were reported.

Manufacturer narrative:
The right ventricular lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.